Event description:
It was reported that a home patient had a hernia coincident with peritoneal dialysis therapy. The patient underwent a surgery to repair the hernia. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore a complete device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.